Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 could not be recovered. User attempted drawer recovery for multiple times; however, cubies kept popping out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were constantly failing, particularly aux drawers 2.1, 3.1, 5.1, and 5.2. A field service engineer (fse) reseated and checked all drawer cables and found the row board cables for drawers 2.1, 3.1, and 5.1 were partially connected and reseated them. Auxiliary drawers 4.1 and 7 were found overextended and stuck, and missing slide bumpers were replaced in multiple main drawers (2.2, 3.1, 3.2) and auxiliary drawers (2.2, 3.2, 4.2, 5.1 7). Diagnostics were run on drawers 2.1, 3.1, 5.1, and 5.2, during which drawer 5.2 showed intermittent pocket disconnections. The controller board was replaced, and the issue was resolved. Customer tested and confirmed functionality. The system functioned as intended when the field service engineer repaired the device.